Event description:
A customer reported observing particulate matter inside the reservoir of an intermate elastomeric device. This was observed before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from april 8, 2014 to april 10, 2014. Evaluation summary: visual inspection of the returned device noted a solid, white particle, 0.20 mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ft-ir) scanning identified the particle to be acrylic material. The cause or origin of the particle was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.